Event description:
It was reported that the patient experienced a shocking sensation in her back, possibly at the lead/extension connection which started about two months ago. The patient met with a company representative about one month ago to address the issue, but it was not resolved at that time. The patient began tracking the shocking episodes per the representative's instruction, but then was unable to charge her implantable neurostimulator (ins) due to a damaged connection on the recharger. The ins became discharged and the patient was without stimulation for the past two weeks. The patient was going to meet with the representative again at a later date. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Product ID (B)(4), lot# n0025766, implanted: (B)(6) 2005, explanted: na, product typ: lead. Product ID (B)(4), lot# n0025549, implanted: (B)(6) 2005, explanted: na, product typ: lead. Product ID (B)(4), serial# (B)(4), implanted: (B)(6) 2008, explanted: na, product typ: extension. Product ID (B)(4), serial# (B)(4), implanted: (B)(6) 2010, explanted: na, product typ: extension. Product ID: (B)(4), serial# (B)(4), product typ: programmer, patient. Product ID: (B)(4), lot# 272450001, serial#, product typ: external antenna. (B)(4).